Manufacturer narrative:
Device evaluation details: the device was visually inspected, and a hole was found in the pebax and reddish material inside. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed for the finished device 30394325m number, and no internal action was found during the review. The customer complaint regarding force issue was unable to duplicate during the product investigation, however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that when the thermocool® smart touch® sf bi-directional navigation catheter inserted into the cardiac cavity, force sensor issues occurred. It was reported that although zeroing was conducted, it could not be ¿0¿. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. The procedure was completed without patient's consequence. The customer reported force issue was assessed as not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 1/6/2021, the complaint device for evaluation. On 1/14/2021, the complaint catheter was inspected and found with a hole in the pebax and reddish material inside the pebax. These findings were reviewed and determined the issue of ¿hole in the pebax¿ is an MDR reportable malfunction since the integrity of the device is compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual inspection on 1/14/2021 and reassessed it as MDR reportable.